Event description:
Following a non-q wave myocardical infarction, the pt underwent an interventional procedure followed by an angio-seal deployment in the left femoral artery. The physician experienced difficulty controlling the bleeding. The pt underwent surgery to remove the device and repair a pseudoaneurysm.